Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycle testing and environmetnal chamber testing without duplicating the report. An internal inspection found no dispcrepancies. The digital board was replaced as a precaution. The device was recertified and returned to the customer. The battery used was not returned as part of this investigaiton. No trend is associated with reports of this type.